Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Event description:
Abstract entitled "up to 10 year follow-up of 870 thr with ceramic on ceramic bearing a retrospective single centre study" written by maier, m., friesenbichler, j., leithner, a., bratschitsch, g., holzer, l., and maurer- etrl, w. Published by hip international published online/accepted by publisher september 2018 was reviewed. The abstract¿s purpose was the clinical evaluation of ceramic on ceramic bearing. 798 patients (378 men and 420 women). All patients had pinnacle cup, corail stem, and a ceramic on ceramic bearing. Mean post-op follow up was 44 months. 48 patients were reported to have died during the follow-up period, but there was no indication of product involvement. Findings: signs of stress shielding associated with the stem (7 patients), heterotopic ossification (46 patients), clinically irrelevant radiographic loosening lines (120 patients), revisions due to impingement/subluxation/luxation (3 patients), revision due to early infection (1 patient), inlay fracture (3 patients). Depuy products: pinnacle cup, corail stem ceramic liner, ceramic femoral head.